Event description:
911 dispatch to home of female in full cardiac arrest. EKG monitored, showing asystole. No infusion established. During transport to medical center external pacing was initiated but not captured. While pacing, "spivies" noted on monitor, but no movement (jerking) of pt noted. Service light came on with continuous alarm. Monitor re-booted per protocol and service light went off. Upon evaluation by ems of cardiac strip, electrical capture was present. Pt pronounced after arrival to emergency dept.